Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection. For treatment, the patient was prescribed bactrim, 1 tablet by mouth, to take daily for 10 days, cephalexin 500 mg to take 3 times per day for 10 days and fluconazole 150 mg to take immediately and then second dose to take 10 days later. The pod was worn between 24 and 36 hours on the abdomen. The patient was discharged after 45 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.